Event description:
Report received from (B)(6) stating that the device has an oil leak. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of "oil leak' was confirmed. It was noted in the engineering evaluation that there was oil contamination. If additional information is received, a supplemental MDR will be sent. (B)(4).